Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in 2003 via tha (date of surgery was unknown). It was reported that the patient fell down at the beginning of 2020 and it was revealed a neck fracture in the aml-plus stem (p/n: unknown). No further information is available.